Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 456 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient went to the emergency room to seek help. Patient had blood work done and was treated with 3 units of insulin. Patent was there for 8 hours.